Manufacturer narrative:
An event of device deformity during procedure was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. An image from imaging was provided which appear to show cobra deformation on distal disc when partially deployed through the sheath. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. "Please note that per the instruction for use (IFU), the recommended sheath size to be used with 10mm amplatzer septal occluder is 6f."

Event description:
It was reported that on (B)(6) 2025, a 10mm amplatzer septal occluder was selected for implant using a 9f amplatzer torqvue delivery system. During procedure, cobra deformation was observed. There were no interactions with cardiac structures during deployment and no angulation/kink was observed with the delivery system. The occluder was exchanged for a new 12mm amplatzer septal occluder, which was successfully implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.